Event description:
It was reported that the customer had high blood glucose levels of more than 500 mg/dl. The customer was treated with a manual insulin injection. The customer indicated not having any symptoms consistent with high blood glucose levels. Troubleshooting was done. The customer reported that there were no visible leaks on the insulin pump. The customer reported several air bubbles on the tubing of the insulin pump. The customer also reported that the cannula of the infusion set of the insulin pump was bent. The customer was advised to change the entire infusion set, reservoir and insulin of the insulin pump. The customer was advised to treat per the health care provider's instruction. The customer would return the bent cannula for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).